Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: customer states: after loading the second sulu on idrive handle with no problem confirmed, a doctor tried but found it could not fire at all for delta anastomosis. New sulu was set on the same idrive handle to complete the case with no problem. No patient harm. The patient current status: good the device could be removed properly from the tissue. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Patient info: gender: unknown, age: unknown, weight: unknown